Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained. Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 178078/ 177265, model/catalog description: st linear lead 50 cm.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.